Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(6).

Event description:
During an oral extraction procedure on (B)(6) 2013, the burr attachment would not spin. Reportedly a spare attachment was available and was used to complete the procedure with no further problem. No delay to the procedure and no harm to patient were reported. No additional information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: power tool evaluation was completed and the complaint of the small battery drive(001613) has no power was confirmed. The unit was tested and complaint was substantiated. This is most likely due internal motor or ecu failure due to usage over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product receipt date updated to 10/14/2013.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date device received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.